Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in patient's left eye. After the lens was inserted the surgeon did not like the way the lens looked, it did not look right. The surgeon decided to remove the lens. There was no patient injury when lens was removed. Backup lens was implanted. The reporter stated the lens was defective.

Manufacturer narrative:
(B)(4) (device defective). Evaluation: method: lens work order search. Results: visual inspection of the returned product found no visible damage to lens. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).